Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 500 mg/dl and other blood glucose 561 mg/dl. Customer was not feeling well and was asking for assistance for new pump. The customer reported that the auto mode was not active during the reported event. Insulin pump will not be returned for analysis.